Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was broken. No evidence of customer's reported problem was found in event log. The customer's problem was not duplicated. Investigation found the latch lock to be fully functional with no loose parts. Investigation also found multiple high alarm displayed: upstream occlusion in event log history. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace latch lock as customer concern/preventative measure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Operator of device and sent to FDA are unknown.

Event description:
It was reported that the device's silver latch was found loose. No patient injury was reported.